Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, the device did not staple down while cutting luminal tissue. The procedure was complete by hand suture. No patient-related consequence occurred.